Event description:
The pt had hemodialysis three times in 2007. The pt was given baxter heparin for all 3 treatments. The facility stopped using the baxter heparin at noon in 2008. For the treatment on the second treatment, the pt used a cahp dialyzer (reuse #7). At the time of the customer call, the dialyzer was discarded. For the same day treatment, the pt's pre. When it is not during the holidays, the pt usually reaches the goal weight. The uf goal was 1.09. On all 3 treatment dates no blood sample was taken from the pt. For all 3 treatments, the pt was given a heparin bolus of 1000 units and an hourly of 1000 units. For all three treatments, the dialyzer was primed with 900ml of saline and the phoenix machine was in recirc for approx 15 mins prior to the pt connection. For all 3 treatments, at the start of the treatment, the pt complained of stomach pain, shortness of breath, and felt like she was going to throw up. All 3 treatments were resolved by putting the pt into the trendelenburg position for approx 2 mins and giving 2l of oxygen (nasal cannula).

Manufacturer narrative:
The actual sample was not available for eval. However, the mfg facility, (nipro corp) has been made aware of this report. A batch review of the reported lot revealed no abnormalities. Furthermore, the MFR is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant info become available, a follow up report will be submitted.